Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet entered bg run due to failure to pair a new continuous glucose monitor (cgm) after the prior sensor expired, with dosing stopped until a new sensor was paired; support assisted with scanning and pairing the replacement cgm, which completed warmup, and a subsequent glucose value was 203 mg/dl. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.